Manufacturer narrative:
Continued d.10. Concomitant therapies: pantoprazole. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of aeromonas gastroenteritis, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported that patient was injected in the cheeks bilaterally with 6.25ml of harmonyca lidocaine. Approximately one month later, patient received a touch-up treatment with 2.5ml of harmonyca lidocaine. Five days later, patient experienced non-device related event of ¿aeromonas gastroenteritis.¿ the same day, the patient was treated with loperamide and eight days later the patient was also treated with ciprofloxacin and approximately one month later the patient was also treated with sulfamethoxale/ trimethoprim. About 3 months later the symptoms resolved. Approximately two and a half months later the patient experienced non-device related event of "retinal detachment - right eye" and event is ongoing. This record captured the 2nd injection (touch-up) of harmonyca lidocaine.